Event description:
It was reported that cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer successfully started their sensor session after resetting the pump, and no further cgm errors were displayed.